Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Customer address: (B)(6). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Unable to leave messages.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 2.2 and 2.3 mmol/l. The customer's expected fasting blood glucose test result range is 6 - 7 mmol/l. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. Customer is using correct testing technique and cleaning hands properly. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2019 and open vial date is (B)(6) 2018. Customer declined to review the meter memory and had results written down. Only two results were provided by the customer and time was not disclosed: result 1:2.2 date:(B)(6) 2018 fasting, result 2:2.3 date:(B)(6) 2018 fasting. Customer is concerned with low results. Says that meter is inaccurate. Customer is using correct testing technique and is cleaning hands properly. Strips are new and stored properly. Customer does not want to run control test. Says that he ran controls on his own and results were within range. No back to back blood test ran. Customer did not want to read results from memory, says he had them written down. Time not disclosed. Only two blood results were given to me by the customer. Customer is not comfortable with meter, insists that it is defective.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(6). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Unable to leave messages.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 2.2 and 2.3 mmol/l. The customer's expected fasting blood glucose test result range is 6 - 7 mmol/l. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. Customer is using correct testing technique and cleaning hands properly. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2019 and open vial date is (B)(6) 2018. Customer declined to review the meter memory and had results written down. Only two results were provided by the customer and time was not disclosed: result 1:2.2 date:(B)(6) 2018 fasting. Result 2:2.3 date:(B)(6) 2018 fasting. Customer is concerned with low results. Says that meter is inaccurate. Customer is using correct testing technique and is cleaning hands properly. Strips are new and stored properly. Customer does not want to run control test. Says that he ran controls on his own and results were within range. No back to back blood test ran. Customer did not want to read results from memory, says he had them written down. Time not disclosed. Only two blood results were given to me by the customer. Customer is not comfortable with meter, insists that it is defective.